Event description:
Reporting status: serious injury - medical intervention. Reporting rational: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2008, a 3.5 x 18 mm xience v stent was implanted in the proximal right coronary artery (rca) without any procedural complications noted. However, the pt returned in 2009, with chest pain (angina) and shortness of breath (dyspnea). An angiogram was performed and showed restenosis in the proximal rca, which required revascularization with placement of an additional xience v stent to treat the restenosis and the symptoms resolved in the next day. No additional event or pt info is available.

Manufacturer narrative:
The pt effects of restenosis and angina are addressed in the IFU as known potential adverse events associated with stenting. Although dyspnea and hospitalization are not specifically addressed in the IFU, they are listed in the risk assessment along with restenosis and angina, as potential post-procedure complications associated and are not necessarily an indication of product quality deficiency. There was no report of any product malfunction identified during the procedure. The angina and dyspnea were likely secondary effects of the restenosis, which was successfully treated with placement of an additional xience v stent and required further hospitalization.